Event description:
Device issue: partial balloon deflation time of device issue: during stenting procedure. Adverse event: none. It was reported that after the 3.0 x 28 rx xience v stent was deployed the balloon failed to deflate. There was difficulty removing the balloon from the deployed stent and with the guide catheter. It was removed from the pt's anatomy partially inflated. A second 2.75 x 28 rx xience v stent was deployed; however, this balloon was slow to deflate. There was no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.